Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 70.3 cm and kinked approximately 86.7 cm from the hub. Conclusion: the device was returned to the manufacturer and has been evaluated. The complaint indicates that the 5maxace catheter was found damaged during inspection and device preparation. Evaluation of the returned device confirmed a fracture in the shaft of the 5maxace catheter approximately 70.3 cm from the hub and a kink in the catheter approximately 86.7 cm from the hub. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The second 5maxace catheter described in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00360.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, two catheters were damaged. The first catheter was found damaged upon inspection during preparation for the procedure. The second catheter was discovered to have a leak in the strain relief area and was successfully removed from the patient without issues. The two damaged catheters were not used in the procedure. A third catheter was removed from inventory and performed without issue.